Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) powered off twice while operating on battery. There was no patient harm or adverse patient event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the unit and found that the batteries were defective. To resolve the issue, the stm replaced the batteries and performed full functional and safety tests which passed to factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) powered off twice while operating on battery. There was no patient harm or adverse patient event reported.